Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 10jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the drug protonix infused too rapidly was not determined because no product or device logs were returned. The reported issue that the drug protonix infused too rapidly could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that protonix infused too rapidly. Infused over 54 minutes rather than 5 hours. There were no programming errors identified. The event occurred in the cardiology unit. There was no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that protonix infused too rapidly. Infused over 54 minutes rather than 5 hours. There were no programming errors identified. The event occurred in the cardiology unit. There was no patient harm.

Manufacturer narrative:
Supplemental created to revise alert date to 2/16/2021.

Event description:
It was reported that protonix infused too rapidly. Infused over 54 minutes rather than 5 hours. There were no programming errors identified. The event occurred in the cardiology unit. There was no patient harm. Although requested, no additional information was provided.